Manufacturer narrative:
Thrombus was confirmed in the evaluation of left ventricular assist system (lvas) the pump was returned with the driveline cut approximately 6 inches from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned unattached. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing ball. The thrombus rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. Examination of the proximal side of the outlet stator revealed a soft, non-laminated deposition situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, indicate that the deposition was not present in the outlet stator for an extended amount of time while the pump was operating. The thrombus found in the pump could have potentially contributed to the reported elevated lactate dehydrogenase (ldh). Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient left medical care against medical advice. The patient has a history of inr of 1.2. The patient was readmitted to the hospital and underwent a pump exchange on (B)(6) 2017 from a heartmate ii to a heartmate 3.

Manufacturer narrative:
(B)(4). Approximate age of device -(B)(4) days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient was admitted to the hospital due to elevated lactate dehydrogenase (ldh) levels. The patient¿s inr was 2.8, haptoglobin was normal and plasma free hemoglobin was elevated. The patient denied observing any pump power spikes or alarms. The vad clinicians suspected a device thrombosis event. The patient was treated with heparin drip, however, the ldh remains elevated. A ramp echocardiogram was negative. During the procedure, there was a suction event and the patient developed a non-sustained ventricular tachycardia (nsvt). The speed was decreased and no further suction events occurred and the nsvt resolved. The patient had CT angiogram of the chest to further assess any thrombus of the inflow and outflow grafts. Based on the findings, further course of action will be decided by the vad team. No additional information was provided.